Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device needle remained in their arm after insertion. The customer was asymptomatic and removed the filament from their skin. There was no report of death or permanent impairment associated with this event.